Manufacturer narrative:
Journal article: canadian journal of cardiology title: early multiple coronary micro aneurysms after bioresorbable vascular scaffold implantation literature reference: http://dx.doi.org/10.1016/j.cjca.2016.09 year :2017: issue 33. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to treat the rca. An attempt was made to deliver a non-mdt stent but the device failed to cross due to calcification and vessel tortuosity. A 2.75x26mm resolute integrity drug eluting stent was implanted. An ellis type 1 perforation occurred, distal to the first implanted stent and was successfully treated with the additional implantation of another overlapped 2.5 x 8 mm resolute integrity. The patient was discharged using aspirin, ticagrelor, metoprolol, and atorvastatin. Deep arterial wall injury was also present within the rca after ellis type 1 perforation. Local hypersensitivity reaction to the scaffold polymer and/or drug occurring before complete resorption might have also been involved in causing local micro hemorrhage and/or ulceration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.